Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with a neurostimulator for post lumbar laminectomy syndrome, radiculopathy, and spinal pain. It was reported that post-operatively, the patient had an epidural hematoma, bone bleeding, and right leg weakness. The cause of the issues was an epidural vein bleed. Troubleshooting and interventions included an exploratory incision, decompression, and drainage. The issue was resolved, the right leg weakness had been resolved, and the patient status was no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.